Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 pillows would not hold air as per staff. It was discovered after the radial sheath was removed post radial access case. A new trb2 was applied. The patient was in stable condition as per staff and the procedure was a successful radial access case. There was no patient injury/medical or surgical intervention required. There was no equipment or other devices used with the product involved. Additional information was received on (B)(6) 2023: the blood loss was less than 250cc's. The volume of air placed in tr band on application was unknown. There was no noticeable damage observed on the device. It was unknown if the device was manipulated before use or during storage. The tr band was stored at cath lab room temperature inside a cabinet where limited light reaches the product when door is closed.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. One tr band 2 was returned for evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There was no air left in the band. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from both sides of the inflation tube to the balloon tab insertion point. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leaks. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the inflation tube insertion point of the balloon tab. The ops quality engineer (qe) was notified, and non-conformances (nc) was initiated for this issue. The nc will contain the root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).